Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the machine's image space is often too low. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the image processing computer, which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure was completed by moving the patient to another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the system has low image space. Upon troubleshooting, fse found that the ippc needs to be replaced. To resolve the issue, fse replaced the ippc and returned it to philips for further analysis. The analysis showed that the ippc failure was due to pci and gpu was missing. Following the replacement of ippc and reinstallation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.